Event description:
Edwards received information that this bioprosthetic valve, implanted approximately ten (10) years, was explanted due to prosthetic aortic valve stenosis. It was identified, through review of source documentation provided, that the valve had calcification. The device was replaced with another edwards bioprosthetic valve. The patient is reported as stable.

Manufacturer narrative:
It was reported that this valve was explanted due to prosthetic aortic valve stenosis caused by calcification. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although the root cause of this event cannot be conclusively determined without the subject device (discarded), it appears that the stenosis was likely caused by the calcification. The device history records were reviewed and this device passed all manufacturing and sterilization inspections. No further actions are possible with the available information.